Event description:
It was reported that an intermate lv100 ruptured at the end of infusion of a non-baxter product. There was patient involvement; however, there was not patient injury or medical intervention reported. Additional information was requested and is not available.

Manufacturer narrative:
(B)(4). Evaluation summary: the sample was received for evaluation. Visual inspection identified a ruptured bladder in a footing position. The sample was microscopically inspected. The cause could not be identified. A supplemental report will be submitted if additional relevant information becomes available.

Manufacturer narrative:
(B)(4). A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.